Manufacturer narrative:
Customer report was not confirmed. The catheter was received cut in half approximately 7cm proximal of the 100cm marker. The cut severed the thermistor wire and all lumens. Both sections of the catheter were returned. The catheter was returned with an arrow contamination shield attached and in the locked position. The shield also has dried blood inside. The contamination shield was unlocked and the catheter moved freely out of the shield. Further testing confirmed balloon inflation, and the thermistor functioned with no open or intermittent conditions. There was no other catheter body damage found under the contamination shield.

Event description:
It was reported that during a CABG procedure, the catheter was put in prior to procedure, the doctor asked for the catheter to be retracted a little during a tee; however, the catheter could not retract or advance. The interventionist radiologist came in and used a c-arm to try and see the catheter position. A central line was inserted into the femoral artery but a new swan was not inserted. With x-ray they were successfully able to remove the catheter from being caught and put into the correct position. The readings and pressures were fine. There were no patient complications reported; however prolonged surgery.